Event description:
The customer reported that the side-firing fiber forward fired at 94 joules during a prostate procedure. The procedure was completed with a second fiber. No pt injury was reported.

Manufacturer narrative:
The fiber was returned to the MFR and was analyzed. Joules were verified on the fiber card as 80 joules. Upon analysis of the returned fiber, the fiber was found to be broken within the creased outer sheath 38 and one-half (38 1/2) inches from the connector, between the connector and the control knob. There is evidence of fiber protruding from the outer casing, and melting and char were noted on the outer casing. The fiber condition has the potential for laser energy to be released in various directions, including forward firing, from the breakage point. Unintended emission of laser energy and forward firing of the side firing fiber have been identified as potential safety issues. The root cause of the device failure was determined to be excessive and/or inadvertent bending of the fiber, most likely in the operational context during set-up for the case, resulting in fiber breakage. The product labeling warns the user not to bend the fiber at sharp angles. Device (B)(4) (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.